Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade IV. Reoperation has not been scheduled at this time.

Event description:
Company representative reported a healthcare professional reported a left side capsular contracture baker grade IV. The device has been explanted.

Event description:
Company representative reported a healthcare professional reported a left side capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, opening and weight to the spec. A microscopic analysis was performed which identify an opening striated in the radius side. Based on the device analysis the final assessment is: a striated opening in the radius side assessed as surgical damage.